Manufacturer narrative:
The reported event of helix mechanism issue was not confirmed. A complete lead was returned in one piece. Visual, x-ray examination and electrical testing did not found any anomalies.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted the right ventricle (rv) lead exhibited helix retraction failure. The rv lead was not used and the patient was in stable condition.